Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage occurred at the connection point during catheter and 3-way connection. Additional information 16-december-2025: what type of 3-way connector they used? Luer slip or luer lock? It was not possible to confirm the type of 3-way connector used, but when connecting to the catheter, a bd angio catheter was used. Where did the leakage happen? In the tip? The leakage occurred at the connection area, specifically at the tip, as reported by the customer.